Event description:
Boston scientific crm received information that while in the hospital, the patient with this pacemaker displayed a heart rate at the max sensor rate (msr). It was noted that this patient has received radiation therapy for throat cancer and it is unknown if the device was shielded during therapy. A hex dump of the device's memory was performed and reviewed by guidant engineers. The information that was obtained did not help to discern why the device was not functioning as expected.

Manufacturer narrative:
Technical services advised the field representative that this behavior may be due to a software or hardware issue and may also be related to the patient's radiation therapy, however, the root cause of the abnormal device behavior was unable to be determined at this time. Replacement of this device would be at the physician's discretion. It was noted that this patient is not pacemaker dependant and that the device was left with the accelerometer programmed off. At this time there is no additional information available. If additional information becomes available, this event will be updated.